Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to moisture damage to the keypad traces. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, a broken belt clip slot and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer's blood glucose was 30 mg/dl, for which the customer advised he had treated. The customer did not report any significant events leading to the alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.